Manufacturer narrative:
Info was received from a customer who is not required to complete form 3500a. Eval summary: it was reported that the pt's hip was revised after approx 12 yrs in vivo. The reason for revision was not reported. It is not known at this time if the products implanted were zimmer products . No devices or photos were received, therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weigh, activity level, type of activity (low impact vs high impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers this investigation closed.

Event description:
It was reported that the device was implanted in (B)(6) 1990, and that the pt was revised for an unk reason.